Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on, including pressing the button and connecting to a working power source. There was no reported adverse impact to the customer¿s blood glucose level, as caller declined to provide blood glucose information. Customer was instructed to try specific button presses, plug and unplug pump from charger, and wait for startup, but pump did not turn on, so technical support arranged pump replacement under warranty, confirmed pump serial number and shipping address, advised use of multiple daily injections as backup insulin therapy, and provided instructions for storage mode and returning nonworking pump within required timeframe.